Event description:
Surgery smooth until femoral 5mm offset insertion. The surgeon drilled through the medial portal, but the tunnel was too short. The guide wire was put through the anterior lateral cortex, tried to remove the offset, but could not. The surgeon then took out the guide wire and tried to get the offset out, but was stuck in the joint. After a few difficult tries, the offset broke inside the joint. Tried to remove it through portal, but after an hr, he had to make a 2.5-3 inch incision medially to take out the broken piece. It was then they realized the tip of the offset had been bent almost 90 deg. Surgery proceed with hosp own set and completed within one hr.

Manufacturer narrative:
Device has not yet been returned for eval. (B) (4). (B) (4).